Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged ventilator inoperative condition. The device was visually inspected, and no defects were found. The device's original error log was not available for review. The component was tested and "internal battery failed" error codes were found. The product investigation laboratory was able to confirm the allegations of ventilator inoperative condition caused by the failure of the trilogy evo internal battery.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.